Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was not able to rewind the insulin pump. The alarm history was reviewed and found multiple no delivery alarms. It was stated that during the displacement test the piston stopped without any alarms after 2.0 units, and even when the customer pressed the activate button the piston did not move. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed no delivery during the displacement and excessive no delivery test due to faulty force sensor. Unable to perform the occlusion, prime, basic occlusion and rewind test due to excessive no delivery alarm. Motor passed motor test.